Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The reaction was described as pink, itchy, dry skin and was located under the sensor pod. The affected area was treated with hydrocortisone cream prescribed by her dermatologist about a year prior to the reported event. Patient stated that the dermatologist just reviewed her skin and gave her the prescription for the hydrocortisone. No additional event information was provided.